Manufacturer narrative:
This report is being submitted more than 30 days after the become aware date due to a retrospective review under CAPA (B)(4).

Event description:
The bench technician reported a speaker malfunction. No patient involvement.